Event description:
Customer reported via phone call that the buttons on the insulin pump are sticking. Blood glucose value is unknown. Customer was advised about the insulin pump replacement process. The customer will be receiving a replacement insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.